Event description:
It was reported that the patient underwent c5-c6 and c6-c7 spinal fusion. Anterior cervical fixation was used. At unk time post op, the plate backed out. A revision surgery took placed in 2007, to explant the plate.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.